Event description:
According to the customer, the decanters "barely spiked" the IV bags "despite the strong use of force." The customer said that "the spike is jamming and not allowing it to fully seat." The customer stated that several bags were "contaminated while attempting to spike" them. The customer reported a "patient was unable to receive the full dose of [intra-articular] txa" during a procedure.

Manufacturer narrative:
According to the customer, the decanters "barely spiked" the IV bags "despite the strong use of force." The customer said that "the spike is jamming and not allowing it to fully seat." The customer stated that several bags were "contaminated while attempting to spike" them. The customer reported a "patient was unable to receive the full dose of [intra-articular] txa" during a procedure. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.